Manufacturer narrative:
(B)(4). (B)(4). Rash/hypersensitivity/allergic reaction is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other xience v (1009540-23, 0021641) is being reported under this same medwatch report number.

Event description:
Device issue: none. Adverse event: itching/rash allergic reaction. Onset of adverse event: after the procedure. It was reported that the day following implantation of two xience v stents in the left anterior descending artery, the pt experienced generalized itching and rash. The pt's condition resolved the same day after he took bendaryl as recommended by his physician. There was no adverse pt sequela. There was no add'l info provided.